Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: follow-up is being conducted to obtain lawyer contact information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, it was reported that the patient present with patient present with increasing pain and swelling. The patient was then revised for aseptic right tibial loosening. Operative notes reported that a clear synovial fluid was encountered. This did not appear to be purulent. There was some hemosiderin stained synovium. There did appear to be some hypertrophic synovium. The tibia was noted to be grossly loose and easily removed. There was some minor cavity defects but no significant segmental deficiency and I did not see indication for any type of sleeve/cone. Doi: (B)(6) 2013 dor: (B)(6) 2019 right knee.